Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument was exhibiting energy instead of the monopolar curved scissors (mcs) instrument. The user received phone assistance from the technical support engineer (tse). The tse explained the concept of capacitive couplings to the user and advised them against activating the mcs in the air. The procedure was completing as planned with no reported injury.